Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Multiple attempts were made by tandem technical support to follow up with customer regarding the issue, however, no response was received. Additionally, it was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and resumed insulin delivery. Additionally, a cartridge alarm occurred. Reportedly, the customer did not remove the cartridge outside of the load sequence. Customer reloaded the cartridge to address the issue. Customer's blood glucose level was 180 mg/dl.